Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 53-year-old caucasian female patient underwent a breast augmentation revision surgery with implantation of a 100cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced bilateral breast firmness and discomfort. Upon consultation with a medical professional she was diagnosed with bilateral baker grade iii and IV capsular contracture of her left and right breasts, respectively. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implants on (B)(6), 2022. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-10462 for the contralateral event.

Manufacturer narrative:
On september 13, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).